Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a notifications turned off banner. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.